Event description:
Right total knee arthroplasty performed in 1987. Increasing pain, stiffness, and a rolling sensation noted in past seveal months.surgical intervention on 6/14/94 to replace tibial articulator and patella dome. After incision through the previous scar, dark synovium was noted with considerable fluid. A complete synovectomy was carried out through the suprapatella pouch. Black polyethylene components were noted in both the patella and tibial insert. There was considerable wear on the osteromedial aspect of the tibial insert and slight wear of the posterior lip of the tibial baseplate.